Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported an infusion of heparin (250ml) was programmed via guardrails to infuse at 17.8ml/hr, however the infusion finished in three (3) hours. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on., device return to manuf .?, device eval by manufacturer?, if other specify, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an infusion of heparin (250ml) was programmed via guardrails to infuse at 17.8ml/hr, however the infusion finished in three (3) hours. There was patient involvement however no patient harm.

Event description:
It was reported an infusion of heparin (250ml) was programmed via guardrails to infuse at 17.8ml/hr, however the infusion finished in three (3) hours. There was patient involvement however no patient harm.

Manufacturer narrative:
Correction: returned to manufacturer on.